Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a kit inspection the mechanism to attach the rasp was not working anymore. Attempts to obtain additional information were made; however, none was available.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device identified the linkage pin that rotates the cam mechanism to be fractured off and was not returned with the device. Damage in the form of gouges, nicks, scratches were noted on the device handle body, strike plate, mating surface for the implant and the cam surface of the device indicating use of the device. The failure mode for this issue is instrument fracture device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.